Event description:
It was reported that this pacemaker reverted to safety mode. It was reported that the patient was pacemaker dependent, and has complete heart block. Upon review of the last remote interrogation, it was noted that the battery status was showing less than 3 months remaining. Technical services (ts) discussed noted the age of the device as it had been implanted 9 years 5 months. Ts then discussed the potential of a high internal impedance related to a potential battery condition and recommended device replacement. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The device is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker reverted to safety mode. It was reported that the patient was pacemaker dependent, and has complete heart block. Upon review of the last remote interrogation, it was noted that the battery status was showing less than 3 months remaining. Technical services (ts) discussed noted the age of the device as it had been implanted 9 years 5 months. Ts then discussed the potential of a high internal impedance related to a potential battery condition and recommended device replacement. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The device is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.